Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had some issue. The customer¿s blood glucose level was 91 mg/dl. The customer states the transmitter did not blink when connected to sensor. The customer also states that there was not sensor cannula. Reassured customer from our experience it is unlikely the sensor fractured. If there is any concern, referred the customer to their physician for treatment. The customer was also advised an x-ray will be able to locate a sensor cannula in the body. The sensor will not be returned for analysis.